Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4): during evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The product analysis laboratory (pal) evaluated the device. The device failed the hc return instrument test/evaluation (rite) electrical test due to earth leakage and failed the rite functional test due to system error (se) 2044. The device was received in operative and in good condition. An external/internal inspection was performed and failed due to fluid intrusion. The device powered up properly then performed priming sequence during which se2044 occurred. Crt (cycler remote toolbox) pneumatic system was performed and the pump assembly did not activate. Voltage verification at j3 (pump assembly) on the accomp pcb and the pump assembly had voltage supplied however the pump assembly did not activate. Voltage verification was performed on the digital pcb and voltages were found to be within specification. Evaluation was terminated due to fluid intrusion and no test article could be used due to possible contamination of equipment. The cause for the earth leakage was determined to be caused by a malfunctioning pump assembly due to fluid intrusion. The device was to be scrapped. This complaint is related to (B)(4). If additional relevant information is received, a follow-up will be submitted.